Manufacturer narrative:
A review was performed by the post market clinical department of the treatment data provided. A large intra peritoneal volume drain occurred in drain 1 following the prescribed fill 1 with an undetermined cause. There was no adverse event associated with this reported large drain volume. The peritoneal cycler (plant investigation) is undergoing evaluation and a supplemental report will be submitted upon completion.

Event description:
A peritoneal dialysis (pd) patient experienced drain issues and felt bloated during treatment. Drain 0:134 ml, fill 1:2305 ml, drain 1:4242 ml. The reported drain volume of 4242 ml was 212% over the expected drain volume which resulted in the reportable device malfunction. The patient's pd nurse reported the patient did not require medical intervention or treatment as a result of the overfill. Treatment sheets have been requested.